Event description:
Revision surgery - due to a fracture 4 part dislocation. The patient had a fracture for nine months prior to the surgery for a revised joint. The first reverse cup implanted was a +4 with a 32mm head. Approximately two weeks after the primary surgery, the patient dislocated and the doctor performed a revision by implanting a +8 cup with 36mm head. The doctor stated there was not an issue with the implants, it was that the patient's anatomy had loosened and caused the dislocation.